Event description:
Note: this report pertains to one of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used for the treatment of gastric polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip would not release after firing. The nurse cut the wire cutters below the handle, and the clip eventually released from the catheter. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not release from catheter.